Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had been told that scar tissue would hold the stimulator in place. They were also told the implantable neurostimulator (ins) would be non-functional if they had an MRI done. The caller believed the benefits outweighed the risk so they chose to have an MRI done in october 2006 and go without the stimulator instead. Since then, the patient had been a paraplegic and managed pain with medication instead. Per the hcp, there were no notes regarding paralysis in their records. No further complications were reported.